Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a dynamic hip system (dhs) procedure on (B)(6) 2018, a dynamic hip system/dynamic condylar screw system (dhs/dcs) coupling screw broke at the threaded end during use. There was no patient harm. There was no surgical delay. Concomitant devices reported: 135 degree dhs plate - standard (part 281.140, lot number unknown, quantity 1), 2.5mm threaded guide wire (part 338.000, lot number unknown, quantity 2), 4.5mm cortex screw 38mm (part 214.038, lot number unknown, quantity: 4), and dhs/dcs lag screw 100mm (part 280.000, lot number unknown, quantity: 1). This report is for one (1) dhs/dcs coupling screw. (B)(4).

Event description:
It was further reported that procedure was successful. The fragment generated was the threaded end that broke. Fragment was removed easily.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.